Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage. Strut segment 1 and 2 from the distal end of the stent were damaged and stretched in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified a midshaft kink at approximately 55mm distal from the hypotube/ midshaft bond. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 2.50x16mm promus element¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 2.50x16mm promus element¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.